Manufacturer narrative:
Reported event: an event regarding alleged periprosthetic fracture involving an unknown implant triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. From the photographs provided there is no evidence of damage for the device. Dimensional inspection: not performed as product was not returned. Functional inspection: not performed as product was not returned. Material analysis: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised due to femoral periprosthetic fracture. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to a femoral periprosthetic fracture sustained in a fall. Due to the patient not having any good bone stock, the surgeon revised the entire triathlon knee to a distal femoral replacement. Rep provided the revision usage sheet and explant picture, and confirmed that no further information will be released by the hospital or surgeon.